Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00mm x 38mm stent delivery system catheter was returned for analysis. Examination of the stent identified stent damage. Stent struts from the proximal region of the stent was lifted from the crimped stent position. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02mar2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 3.00 x 38 synergy drug eluting stent was advanced but failed to cross lesion. The procedure was completed with a different device. There were no complications reported and the patient was fine. However, returned device analysis revealed stent damage.